Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported device malfunction was not confirmed; however, the reportable findings of error 216 and foreign material on the light guide lens were identified: the exact root cause of the additional findings could not be identified; however, it was presumed the failures were likely a result of corrosion inside the connector due to water leakage. The event can be prevented by following the instructions for use which state: "olympus bf-uc190f reprocessing manual." Moreover, as to the handling methods of the subject device, "olympus bf-uc190f operation manual" describes the following. Physical damage of the subject device might be prevented by following the descriptions. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope experienced a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.